Manufacturer narrative:
Based on date code, heating pad made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. This condition has been duplicated in a lab under excessive abuse testing. Heating pad redesigned and improvements implemented.

Event description:
Consumer noticed heating pad was burning and burned her sheets. No injuries reported.